Manufacturer narrative:
H4: the lot was manufactured between september 07, 2023 and september 10, 2023. H11: three (3) actual devices were received for evaluation. Visual inspection of samples did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed, and a leak was identified on the port 2 administration spike port weld seam on all three of the returned samples. The reported condition was verified. The cause of the condition could not be determined; however, is most likely due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted into the spike port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle brown port. The leak was discovered after compounding prior to patient use. There was no patient involvement. No additional information is available.